Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of black particles. The patient alleged headache, dizziness, some off balance, skin irritation. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam.the patient alleged visualization of black particles. The patient alleged headache, dizziness, some off balance, skin irritation. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of dust like contamination, unknown fine white particulates on the blower motor,fine white/light grey hair like contamination on blower isolators. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-130 on the error log. The manufacturer concludes the contaminates found were consistent with dust contaminant and an unknown fine white particulates on the blower motor,fine white/light grey hair like contamination on blower isolators were inconsistent with the sound abatement foam. The manufacturer confirmed there was evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.